Manufacturer narrative:
Retention devices for the reported lot were tested with clinical negative urine samples and quality control cutoff standards (20miu/ml). Devices tested with the clinical negative urine sample yielded expected negative results at 3 minutes. Devices tested with quality control cutoff standard yielded expected positive results at 3 minutes with control lines visible within 90 seconds. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. Case details indicate the an unknown number of drops of urine sample were applied to the tests. Per the package insert, three drops of urine are to be dispensed into the sample well. This test provides a presumptive diagnosis for pregnancy. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. Please refer to the limitations and interfering substances section of the package insert. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the customer ran a urine sample on 4 cassettes of 4 fisher-sure-vue hcg stat srm/urine kits of the same lot and received conflicting results. It is unknown if this was a patient or control test. Further information was requested, but no further information could be provided.